Event description:
It was reported that the patient presented for a follow-up in clinic. It was noted that the implantable cardioverter defibrillator (ICD) incorrectly binned a supraventricular tachycardia (svt) rhythm to the monitoring zone. The patient did not experience any adverse reactions to this. The physician elected to reprogram the morphology to passive. The patient was stable post changes.

Manufacturer narrative:
Corrected data: related MFR number was not entered in the b5 in prior report. It is now.

Event description:
Related manufacturing reference number: (B)(4).

Manufacturer narrative:
Corrected data: d6a updated from 19 jun 2023 to 27 mar 2018.